Event description:
A customer reported a system message appeared indicating the footswitch was depressed when they tried to advance to the next surgical step. The case was completed by reconnecting the footswitch to advance to the next step. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).